Event description:
The company was informed that the patient had a cerebrospinal fluid (csf) leak repaired in (B)(6), 1999. The patient also had meningitis in (B)(6), 1999. The patient's meningitis resolved. The patient's device was later explanted and the patient was reimplanted with another advanced bionics cochlear device. A supplemental report will be submitted once new information is obtained.